Event description:
It is reported that the patient was revised due to femoral pain and loosening.

Manufacturer narrative:
Information was received from a health professional who is not required to complete form 3500a. Evaluation summary: operative reports were reviewed and appear to be in line with recommended surgical techniques. However, x-rays were not provided; therefore, it is unknown whether the components were implanted with the correct fit and orientation as per the surgical technique. The exact cause for revision cannot be determined with certainty. The device history records were reviewed and were found conforming; indicating the device was manufactured, inspected and packaged to specifications. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the investigation, the need for corrective action is not indicated. Should additional substantive information be received, the complaint will be reopened. Zimmer, inc. Considers the investigation closed.